Manufacturer narrative:
Additional information was received from the customer on 8/31/2017 stating the load from the suspect positive bi was not released to patients. There was no risk to patients. Therefore, this event is no longer reportable.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was partially released and used on patients. The items released were one scope, two cameras and two light cords. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00523, 2084725-2017-00526 and 2084725-2017-00522.